Manufacturer narrative:
The reported event was confirmed, cause unknown. The reported failure was able to reproduce. Based on the evaluation, water leaks from the catheter valve during water inflation. Sample was evaluated and found crack on valve. However, the exact cause of how and when it happened could not be determined. A potential root cause of this failure mode could be due to incorrect air pressure setting for valving process. A review of the device labelling has been conducted for investigation purposed. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non-conformities or discrepancies were identified in any of the dhrs. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, immediately after placement of the foley catheter, when tried to inject sterile water, but it failed and back flowed through the valve as there was a difficulty pouring the water. The tip of the catheter was cut off on-site also it had difficulty in removing water.

Event description:
It was reported that, immediately after placement of the foley catheter, when tried to inject sterile water, but it failed and back flowed through the valve. The tip of the catheter was cut off on-site also it had difficulty in removing water.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.